Manufacturer narrative:
Covidien reference (B)(4). The customer reported to have run the est and running normally on test lung. He hasn't been able to duplicate the malfunction reported. The covidien tech support engineer (tse) troubleshot this issue with the customer over the phone and recommended to reseat all the pcbs and the inspiratory module. Covidien was not authorized to service the device

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.